Manufacturer narrative:
The evaluation of the returned pictures shows that the support arm broke at the joint nearest to the bracket. By the picture it can be concluded that the support arm was manufactured before september 2009. The support arm is a casting and it most probably developed a crack at an earlier occasion either by overloading or impact and this led to the reported breaking. Previous investigations led to a redesign and a change of the manufacturing process in order to obtain a higher mechanical strength of the support arm. This change was implemented in manufacturing during september 2009. The reported support arm was manufactured before the implementation of this change.

Event description:
It was reported that the support arm holding the patient tubes broke. There was no patient harm. Manufacturer's ref #: (B)(4).